Manufacturer narrative:
Corrected data: d4 and h4.

Event description:
It was reported that impedance check revealed high impedances. As such, x-ray imaging was performed. It was noted that the lead tails have disconnected from the ipg header and moved and are currently loose in the subcutaneous tissue. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced resolving the issue.